Event description:
Report received from (B)(6) states: "aspiration was okay but problem of cutting. Risks of tractions. No patient impact."

Manufacturer narrative:
The device has been requested yet not been returned for evaluation.